Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A visual inspection confirmed that a piece of the device tip was broken off. Further inspection of the device found the broken beak and obturator to be non olympus parts. The exact cause for the reported phenomenon could not be conclusively determined.

Event description:
Olympus was informed that at the conclusion of a therapeutic laser of the prostate procedure, while using a non olympus laser to ablate the prostate a piece from sheath's tip broke off and fell into the patient's bladder. The device fragment was retrieved from the patient's bladder using a grasping forceps. There was no bleeding reported. No x-ray was performed as the device fragment would not be detected. There was no patient injury reported. It was reported that the device was inspected prior to the procedure and no abnormalities were found. The device is reprocessed via steam sterilization.

Manufacturer narrative:
This supplemental report is being submitted to correct the event date.